Event description:
During routine testing of the device at the service center, the service technician reported the keypad on the monitor was worn. The monitor was originally returned for repair due to an "f0a0" error code when the worn keypad was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.